Manufacturer narrative:
(B)(4)(B)(6)

Event description:
It was reported to boston scientific corporation through the obtryx and advantage registry post market study that an obtryx system was used during a sling placement procedure performed on (B)(6) 2008. According to the complainant, twelve months after the procedure, the patient presented with bladder pain and dyspareunia. The pain was described as 50 on the visual analogic pain scale. It was reported that the continence status was significantly improved. Several attempts at follow up have been unsuccessful.